Event description:
It was reported that during a generator change procedure, the right ventricular (rv) pace/sense portion of the lead was removed in error instead of the rv coil. The physician was unable to reconnect the rv pace/sense pin back into the device. In addition, the setscrew could not be engaged. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that no anomalies were found. The returned device indicated a missing set screw.